Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information. Reference manufacturer report # (B)(4) for a second device used in the same case.

Event description:
According to the reporter: the suture got stuck in the device. The needle dropped when in use. Occurred during the procedure. There was no patient involvement.